Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported via rep from patient regarding implantable neurostimulator for gastrointestinal/pelvic floor. Per patient, he had the device removed 6 months after it was implanted because it was not working. There were no further complications reported.